Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. The blood glucose level at the time of the incident was 61 mg/dl. Customer mentioned air bubbles occurred 24 hours after filing. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was stored at room temperature. The product will not be returned for analysis.